Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The pump was explanted and the patient survived.

Manufacturer narrative:
Correction made to b5. There was also additional information reported therefore b5 and h6 were also updated.

Event description:
Correction: the complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that while on support the patient had cola colored urine therefore there was concern for hemolysis. Additional information: hemolysis did clear follow pump removal. The pump was removed not for hemolysis, but for more flow following intervention. The cp pump was cut and thrown away during the swap out of the cp for the impella 5.5.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood/hemolysis: the cause of mechanical interaction with blood/hemolysis was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
D6b explant date updated.